Event description:
An underinfusion of gentamicin was reported. The customer reported: "IV pump was programmed to run gentamicin 120 mg in 100 ml nss over 60 minutes. When I entered the patient room about 40 minutes later, the pump was running at a rate of 1 ml/hr. I tried to override using the basic infusion mode at 150 ml per hour; machine kept registering 15 ml on 3 attempts before the pump took the 150 ml rate." There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received. A follow up report will be submitted once the investigation has been completed.